Manufacturer narrative:
Brand name: clik? X MRI, upn: m365sc43190, model: sc-4319, serial: na, batch: 30903868, UDI: (B)(4).

Event description:
It was reported that the patient experienced uncomfortable stimulation in a non-target area. The patient underwent a revision procedure in which the spinal cord stimulation (scs) lead was replaced. During the procedure when the physician exposed the clik anchor, the screw was loose inside the white plastic of the anchor, as if it had unscrewed itself. The physician does not know why the clik anchor was not secured. There were no patient complications, and the patient has fully recovered. The explanted lead will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Correction to initial report block b5 brand name: clik? X MRI upn: m365sc43190, model: sc-4319, batch: 30903868, UDI: (B)(4).

Event description:
It was reported that the patient experienced uncomfortable stimulation in a non-target area. The patient underwent a revision procedure in which the spinal cord stimulation (scs) lead and clik anchor were replaced. During the procedure when the physician exposed the clik anchor, the screw was loose inside the white plastic of the anchor, as if it had unscrewed itself. The physician does not know why the clik anchor was not secured. There were no patient complications, and the patient has fully recovered. The explanted lead will not be returned as it was discarded by the medical facility.